Event description:
In this event it is reported that 30k cav. Thinsert-fg, packed it is alleged that the device is getting very hot. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event; therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Return qty. 1, 24110, 30k thinsert fg-66, 00117932 bul. 30k. Test method / gp005-wi02. Inductance: gauge ID# 5390, due: 12/31/2024, result 3.10. Meets spec? Does not meet spec? N/a. Tip condition: ? Meets spec ? Does not meet spec ? N/a. Stack condition ? Meets spec ? Does not meet spec ? N/a. Tested on: g130 gage ID# 9626-2. Due date: 03/31/25. Set pressure: 35 psi. Water flow: output rate: 35 psi - ? Meets spec? Does not meet spec ? N/a. Spray: ? Meets spec ? Does not meet spec ? N/a. Water leak: ? Hp sealing ring ? Proximal ring ? Distal ring. Seam leak ? N/a. Vibration: - ? Meets spec ? Does not meet spec ? N/a. Grip condition: ? Meets spec ? Does not meet spec ? N/a. Other visual observation: insert tip has a bad spray pattern. Insert was tested on a digital thermometer i.d.#6116a. Due date:09/30/2025. The temperature was 88.4 °f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event:? Confirmed ? Not confirmed.